Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shaft was bent and the electrode was partially detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended with the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the broken tip was removed from the patient. The procedure was completed using the same device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided image shows a partially detached electrode. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy procedure, a partial metal in the tip of the multivac coblation wand broke in the hip joint but the piece was successfully removed from the patient using a kelly tweezer. The procedure was completed without delay using the same device that it was still working. No patient injury or other complications were reported.